Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: catheter: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported that the patient had the device explanted due to a pocket infection. Cultures were taken of the device pocket and antibiotic treatment was necessary. The date of onset/diagnosis of the infection was (B)(6) 2013. The patient was in the emergency room (ER) on (B)(6) 2013 with drainage from pump pocket and the catheter insertion site. The pump and catheter were then removed the following day. In addition to drainage, the patient had incisional wound opening and a fever. The pump was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that a new system was implanted on the day of the report.